Event description:
The facility alleges that at about three hrs and forty mins into a pt treatment, an extracorporeal alarm stopped the blood pump on the device. The pt care tech pushed the alarm reset button without noting the type of alarm or its possible causes. When reset was pressed, the tech alleges that the blood pump went to a high rotation rate for a few secs, then a blood pump overspeed alarm occurred. The machine alarm response was correct: the blood pump stopped turning and audio and visual alarms occurred. The tech alleges that when the pump speeded up, the blood vessel in the pt's access "spasmed" and the venous needle infiltrated the blood vessel wall, causing a hematoma. The tech reported that she does not remember what the original alarm was that stopped the blood pump before the event. Facility staff iced the pt's access area and then discharged the pt. The pt did not sustain any permanent injury related to this event.